Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6945 implantable tachy lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the ra lead was undersensing p-waves during patient arrhythmias and that the implantable cardioverter defibrillator (ICD) failed to convert the patient's ventricular tachycardia (vt). The lead and ICD remain in use.